Event description:
This event was inappropriately reported. The event occurred during the implant procedure, and as such it could not have caused serious injury to the patient.

Manufacturer narrative:
The high voltage lead impedance anomaly was verified in the laboratory via the fastpath screen showing the high hvli measurement on (B) (6) 2007. The device was tested in the automated test system and on the bench and no anomalies were detected. The hvli was normal. No mechanical anomaly was detected in the header. All setscrews were inspected and all were functional.